Event description:
The reporter stated a cc4204bf collamer plate lens was received with a defect on the lens surface. There was a "ding" on the surface but it was not noticed until after the lens was loaded. There was no patient contact.